Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that tensile strength requirements are specified. A material certificate of analysis(coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, after a fast fix t1 was deployed into the meniscus and the implant entered the meniscal capsule, the thread became loose, therefore when the needle was removed from the meniscus, the t1 implant remained lodged inside but the thread came out, resulting in an unsuccessful stitch; however there was no breakage inside the patient. Surgery continued without any delay, with a back-up device. No further complications were reported.